Manufacturer narrative:
The field service engineer decontaminated the analyzer. Check indicated a sample slider was worn. The slider and sample probe were replaced. Probe adjustments were checked. The vacuum pump diaphragms were replaced since they were due for replacement. The heat cut filter was replaced due to aging. The customer performed maintenance. Precision studies were run and met specifications. The customer ran calibration and controls; results met specifications.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory and questioned. The samples were repeated on a second analyzer and the repeat values were deemed correct. The first sample initially resulted in a calcium value of 1.2 mg/dl, which repeated as 10.2 mg/dl. The second sample initially resulted in a calcium value of 1.3 mg/dl, which repeated as 9.3 mg/dl. The calcium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.